Manufacturer narrative:
B3 event date was estimated as the date was not reported.

Event description:
It was reported that catheter issue occurred. The patient presented with tibial disease. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the wire wrapped. The procedure was completed using an alternative device. No patient complications were reported.